Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down and ok buttons were under responsive to user presses. The customer also alleged that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: during investigation, the original complaint of the keypad was unable to be duplicated. The keypad was intact with no evidence of peeling or damage; all the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. A leak test failed due to a crack in the pump case. There was moisture damage found inside the pump. There was moisture corrosion found on the keypad connector and the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.